Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm diameter abdominal aortic aneurysm. The aortic neck was 1.2 cm in length, proximal diameter was 28 and the distal diameter was 32. It was reported that the physician had pre-planned use of endovascular anchor screws due to the short aortic neck in order to secure the proximal attachment site. The stent graft was implanted without complication and an ultrasound was done after the case which showed there was some infold at the proximal attachment site of the bifurcated stent graft. The physician proceeded with placement of the endovascular anchor screws to secure the stent graft as planned. There was no proximal type I endoleak but a small type ii endoleak which was not addressed at this time. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent graft infold); patient¿s condition affected effectiveness of device (type ii endoleak); failure to follow instructions (stent graft was oversized). Conclusion: inherent risk of a procedure (stent graft infold); device failure/lack of effectiveness related to patient condition (type ii endoleak); user error contributed to event (stent graft was oversized).